Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose levels were in control, the night prior to hospitalization. The insulin pump alarmed no delivery the next morning due to a bent cannula. Customer changed the infusion set and treated the blood glucose with the insulin pump, but the blood glucose continued to rise. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.